Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited episodes of t-wave oversensing. Programming changes were suggested. No further information was available.

Event description:
New information received on (B)(6) 2018 indicates that the patient was asymptomatic as a result of the oversensing. The recommended programming changes have yet to be made.